Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this kind of event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma.

Event description:
Patient reports "capsular fibrosis" and "water in the breast and also in the legs". Additionally physician has confirmed capsular contracture - baker grade iii. Device has been explanted. Device relates to the right side.